Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Tracking #:pe:(B)(4).

Event description:
Complications alleged to device: pain, infection, urinary problems, bowel problems, recurrence, dyspareunia.

Manufacturer narrative:
(B)(4).

Event description:
The patient¿s attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was cystocele, rectocele, and stress incontinence. The procedure performed was a vaginal, paravaginal repair with intra-arcus mesh placement with 8x12 perforated intra-arcus mesh placement and posterior repair with perforated mesh and mesh transobturator sling.